Event description:
Customer reported the system displayed an interlock error message during a case. No patient injury was reported.

Manufacturer narrative:
Ca ge representative evaluated the system and replaced the ps2 power supply, and reloaded software. System operates as intended.